Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
No blood glucose levels reported. The customer reported a blank display on the insulin pump. The customer reported using new batteries on the insulin pump. Troubleshooting was done. The customer was advised to inspect the battery compartment, contacts and spring for corrosion or damage. It was reported that neither the battery compartment, nor contacts nor spring were damaged or corroded. The customer was advised to insert a new battery on the insulin pump. The customer reported that the display did not return. The customer was advised to clean the battery contact of the insulin pump. The customer reported that the display did return. The customer was advised to monitor the insulin pump. The customer was advised that a new battery cap would be shipped to rule out any possible issues with the battery cap. No additional information was provided.